Manufacturer narrative:
Age at time of event- 18 years or older. (B)(6).

Event description:
It was reported that the guidewire tip broke off. The target lesion was located in the moderately tortuous and mildly calcified posterior tibial artery. A 180x25cm fathom -16 was selected for use. During the procedure, the guidewire together with a non- bsc microcatheter were used to navigate into the lesion and was then simply pulled out by the surgeon in exchanged to a v-18 guidewire. The guidewire was removed intact. However, during the guidewire exchange outside of the patient, the tip of the fathom wire broke off on the drape. The procedure was completed with a different device. No complications reported and the patient is stable.